Event description:
It was reported that the patient's leads had migrated. The exact date for the revision surgery had not yet been scheduled. There was no known incident related to the lead migration. No patient symptoms, treatment, or outcome was reported. Additional information has been requested, but was not available as of the date of this report.